Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had been admitted through a nursing home. It was stated that the physician was concerned because, the patient was still complaining of pain. It was noted that, according to the diary, ¿it¿s disabled¿ and he wasn¿t able to activate the personal therapy manager (ptm) to give himself a bolus. However, it was found that the bolus programming had been done, as the ptm bolus dose was set at 0.05mg. The reporter was uncertain if the patient had a prescription for the ptm and patient-activated dose function. It was stated that the patient would bring the ptm to the reporter on the following day. The device system was used to deliver dilaudid. The next day, it was reported that the patient had been sent to the clinic to make sure the pump was working. The reporter stated that she had accessed the pump and it was working. At the time of report, troubleshooting was going to be attempted on the ptm. However, it was found that the device wouldn¿t even turn on. The reporter stated that she thought the issue was with the batteries. It was unknown how long it had been since the batteries were last changed.